Event description:
During a rotational atherectomy procedure, a pin hole rupture at the shaft was noted. The procedure was successfully completed with another burr. No patient injuries or complications were reported.